Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported according to their rep, the ventricular lead of this pt was capped due to high impedance (greater than 3000 ohms), loss of capture and believes the lead is fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approx 4 yrs, 8 months.